Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved were not provided to cook for evaluation. Photos were provided and evaluated. An evaluation of the photos provided by the user confirmed the report based on image 1 and image 4. Image 1 provided showed three (3) deployed bands (two (2) black bands and one (1) amber band), one (1) of the deployed black bands appeared to be inside the barrel. Image 4 showed the barrel without any bands except one (1) amber band inside the barrel. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. The cook field product specialist indicated the most likely cause of this report was "the physician did not know how to work with our band ligator." The additional information provided indicated that the endoscope used was an olympus 150 endoscope. The 150 series olympus endoscopes have an outer diameter that is not in the recommended endoscope range provided for mbl-6-f devices. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Therefore, the ligator was used with an incompatible endoscope. In addition, the mbl-6-f is recommended to be used with fujinon endoscopes not olympus. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The information provided indicated that there was premature deployment of bands. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the physician was not trained to use the device and an incompatible endoscope was used with the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. On (B)(6) 2018, a high digestive endoscopy was performed with evidence of five (5) varicose strands, three (3) thick gauge and two (2) medium gauge. The apparatus [endoscope] was then removed and the bandage kit [6 shooter saeed multi-band ligator] fitted. The present amount of elastics was not noticed. We started the procedure of elastic [band] ligation with a placement of an elastic on a varicose cord. Afterwards, a new aspiration was made to trigger the rubber band, which in turn was not visualized. The elastic [band] was not seen on the varicose cord nor in the light of the organ. Two (2) more attempts were made, but without success, causing only a hematoma in the place where the attempt was made, without any ligation. When removing the device, we noticed inside the drum [barrel] only a loose transparent elastic [band]. We emphasize that all of the procedure was done without occurrence. There was a high risk of bleeding. Once the varicose cords were aspirated, but the elastics were not fired. The procedure was performed with sedation (midazolam, fentanyl and propofol). Conscious sedation however, deeper, makes this type of procedure susceptible to inherent complications. A record failure of the procedure due to problems in the elastic bandage kit. Additional information was received on 02/15/2018 from the cook field product specialist: this physician is use to working with the competitor's band ligator. The physician did not know how to work with our band ligator. He lost a lot of bands [bands prematurely deploy]. Unfortunately, the representative was not at the procedure, even with this being the first time that this physician had used the device.